Manufacturer narrative:
The device was not repaired as a result of the damage. The customer is replacing the unit.

Event description:
It was reported that the lower pivot tube is cracked and broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the lower pivot tube is cracked and broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.